Event description:
A surgeon reports a pt's vision is 7/10 (approx 20/30) eight years following intraocular lens (iol) implant surgery. The surgeon stated the lens is not opacified, but it is not clear. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Add'l info has been requested.